Manufacturer narrative:
Investigation summary: customer returned (1) 1ml safety glide syringe loose. It was reported by the customer that phn was unable to draw up vaccine due to apparent occlusion in needle/syringe. The return sample visually examined and observed stopper detached from plunger rod and stuck in the barrel. The root cause of this issue is unknown. Possible root cause is improper handling during assembly by operator. A review of the device history record was completed for batch# 2355082. All inspections and challenges were performed per the applicable operations qc specifications. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ tuberculin syringe there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: incident details: phn was unable to draw up vaccine due to apparent occlusion in needle/syringe. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
Investigation summary: customer returned (1) 1ml safety glide syringe loose. It was reported by the customer that phn was unable to draw up vaccine due to apparent occlusion in needle/syringe. The return sample visually examined and observed stopper detached from plunger rod and stuck in the barrel. The root cause of this issue is unknown. Possible root cause is improper handling during assembly by operator. A review of the device history record was completed for batch# 2355082. All inspections and challenges were performed per the applicable operations qc specifications. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.